Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if needed, was advised they would receive replacement pump with updated software.